Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please indicate what portion of the mesh disconnected ? In the midle of two parts was disconnected. How was the procedure completed? The doctor change for another pvpm. Any patient consequences? No. It was reported that it is unknown if the device is available for return, please advise us if the product will used in the procedure that "disconnect" will be returned for analysis? Tês will return.

Event description:
It was reported that the patient underwent an umbilical hernia repair on (B)(6) 2018 and the mesh was implanted. It was also reported that the mesh came disconnected in the middle of two parts. Another like device was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/10/2019. H3 evaluation: one empty opened foil and one used proceed ventral patch mesh were returned for analysis. During visual inspection of the used sample, the degradation process has begun on the top assembly and proceed bottom was observed. Also, body fluids were found on the mesh. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to the sample condition, it could not be determined what may have caused the reported incident.